Event description:
An angio-seal device was deployed post interventional procedure. The pt complained of abdominal pain shortly following deployment and was transferred to ICU, where a drop in blood pressure was noted. Surgical consult confirmed a retroperitoneal bleed and the pt was transferred to surgery. No additional info is available at this time. A pre-placement angiogram was performed prior to deployment.